Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the black guide catheter disconnected from the delivery system during deployment and was sill in the stent. The guidewire and the rest of the delivery system was removed. The physician attempted to use forceps to remove the broken guide catheter but was unsuccessful. The physician then used a snare to remove the guide catheter from the stent, leaving the stent in place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - the reported event of the guide catheter break. The device has not been received for analysis but is expected to be returned. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the delivery system was received with the pull wire fully extended. A functional check found the pull wire could be easily extended and retracted. The guide catheter had separated from the rest of the delivery system and the stent was not returned. The proximal end of the separated guide catheter was kinked. The push catheter was cut away to allow the pull wire cannula to be inspected. No defects or remains of the guide catheter were found, the guide catheter pulled free of the cannula intact. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the black guide catheter disconnected from the delivery system during deployment and was sill in the stent. The guidewire and the rest of the delivery system was removed. The physician attempted to use forceps to remove the broken guide catheter but was unsuccessful. The physician then used a snare to remove the guide catheter from the stent, leaving the stent in place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.